Event description:
It was reported that during a da vinci-assisted incisional hernia transabdominal preperitoneal (tapp) procedure, the clinical sales representative (csr) called a technical support engineer (tse) and reported that a part of jaw on a force bipolar instrument broke off inside the patient. All of the broken off parts were retrieved. Surgery resumed after retrieval of the loose parts and replacement of instrument. The procedure was completed. The issue caused a delay of greater than 30 minutes. Intuitive followed up and confirmed that the instrument was in use for thirty minutes prior to the issue. The instrument did not collide with any other instrument. The fragment(s) did not fall off during an instrument collision. The instrument fell off in the patient during removal. There was no resistance during removal, and the wrist was straightened. Fragments were retrieved. Staff confirmed all fragments were retrieved. The procedure was completed. No post-operative tests or additional surgical procedure was required, and no post-op complications occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis investigation. A review of the provided image was performed, and it appears that the molded insulator has broken and separated from the instrument.

Manufacturer narrative:
The force bipolar instrument had a broken molded insulator. The broken piece, measuring approximately 4.34mm x 9.53mm, was returned with the instrument. Common cause of this failure is attributed to the user. The instrument was found to have a dislodged grip tip. The dislodged grip tip, measuring approximately 14.10mm x 4.64mm, was returned with the instrument. This failure is likely caused by the broken molded insulator. There was also a broken conductor wire at the distal end. The break on the conductor wire is located at the molded insulator. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire show damage which may indicate potential mishandling or misuse of the instrument.